Event description:
It was reported that removal difficulty occurred. A 4.50mm x 8mm nc emerge balloon catheter was advanced for dilation. After the balloon was inflated to 26 atmospheres three times, it was difficult to remove. There was concern that the lumen was crushed, so a different balloon was used to complete the procedure. There were no patient complications reported.